Manufacturer narrative:
Visual and functional analysis was performed on the returned device. The reported mechanical jam with the thumb advancer could not be confirmed as the exact conditions encountered by the device during the procedure could not be replicated in the test environment. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the information provided and observations from the return device, the reported mechanical jam with the thumb advancer issue appears to be related to device angle changed during thumb advancer/slider stroke such that garage leaves interacted with flex-guide and sheath thus contributing to the reported difficulty deploying the thumb advancer. Reportedly, the starclose se device was being used in an area with calcification. It should be noted that the starclose se instructions for use (IFU), states: do not deploy the clip in areas of calcified plaque. In this case, it is unknown if the reported IFU deviation contributed to the reported difficulties. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. Device code 1494 (patient selection) was added to capture the use of the starclose in a calcified artery.

Event description:
It was reported this was an arteriotomy closure of a calcified right common femoral artery using a starclose device after an interventional procedure with a 6f sheath. While attempting to advance the thumb advancer (step 3), significant resistance was felt. Due to the resistance, step 3 was unable to be completed. Therefore, the starclose was removed, and manual compression was used to achieve hemostasis. There were no adverse patient effects and no reported clinically significant delay in the procedure or therapy. No additional information was provided.